Manufacturer narrative:
D10 concomitant products: sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n4d2293y unk-sigadapt - unknown signia egia adapter, serial# unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic vats (video-assisted thoracoscopic surgery) wedge resection procedure, at the time of stapling the lung tissue, the surgeon noted that excessive force was displayed on the screen. The surgeon tried to reposition the device and take smaller bite, and tried multiple (six ) reloads, but could not get the stapler to get to acceptable range. It was noted that the tissue was thicker than normal. To resolve the issue, the surgeon converted the procedure into a vats lobectomy (right upper lobe) procedure. This led to 30 mins extended surgical time.